Event description:
It was reported that an ilet user experienced sustained high blood glucose shortly after changing infusion supplies; a site-only change was completed successfully, but glucose remained high, and a full supply change was deferred until morning. Symptoms included hyperglycemia peaking at 400 mg/dl. Outcomes included user self-monitoring and continued home management without emergency care. Investigation included remote troubleshooting and education regarding infusion site and supply replacement. Investigation of this case revealed user behavior that could impede algorithm performance, as several meal announcements were used as corrective doses, which was addressed with education about maladaptation risks and appropriate corrective actions. It was concluded, based on previously established findings for similar reports, that user technique and use pattern were the most probable contributors.